Manufacturer narrative:
(B)(4). Blood pump was cleaned by the clinic prior to shipping it to manufacturer for analysis. Therefore during initial investigation of the blood pump at manufacturer it was observed that the membrane interstices appear to be clean. Inside the membrane interstices some abrasion was visible which could not clearly be identified as blood residues. However the picture of the blood pump provided by the clinic shows that at the time of incident blood is visible in the membrane interstices. Functional testing was performed and no functional impairment of the blood pump was detected. The pump was filling and ejecting as intended. During testing no penetration of liquid into membrane interstices was observed. For further investigation the pump was demounted and the membrane layers were separately tested for leaks. A leakage of the blood-side membrane at the edge region close to the inlet-stub was detected. At time of investigation a reduced membrane thickness in the area of the leakage and an uneven, slightly increased distance between membrane layers were detected. Reduced membrane thickness indicates that most probably an uneven load of the membrane occurred, which led to a leakage at the thinnest point of the blood membrane. The uneven load of the membrane was most probably caused by the slightly not parallel, increased distance between the membrane layers.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 (127 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial visual evaluation of the of the blood pump in question, no blood was visible around the stabilization ring. The distributor latter informed us that pump was cleaned by them prior to shipping to us. Further failure analysis currently ongoing.

Event description:
The (B)(4) distributor informed the manufacturer, b)(4), that the clinic exchanged the excor blood pump of a patient supported in lvad configuration due to visible blood between the membranes around the stabilization ring. The patient tolerated the exchange of the excor blood pump well and did not experience any untoward effect.